Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("increased migraines"), swelling ("swelling"), abdominal distension ("bloating"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with major surgery on (B)(6) 2017 and essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, swelling, abdominal distension, weight increased and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, genital haemorrhage, migraine, pelvic pain, swelling and weight increased to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("increased migraines"), swelling ("swelling"), abdominal distension ("bloating"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, abdominal pain and hormone level abnormal had resolved and the genital haemorrhage, migraine, swelling, abdominal distension, weight increased and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, swelling and weight increased to be related to essure (ess205). The reporter commented: she received treatment for claiming pain: dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and swelling. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("increased migraines"), swelling ("swelling"), abdominal distension ("bloating"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, abdominal pain and hormone level abnormal had resolved and the genital haemorrhage, migraine, swelling, abdominal distension, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, swelling and weight increased to be related to essure (ess205). The reporter commented: she received treatment for claiming pain: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and swelling. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Product indication and essure implant date updated. Events- dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), hormonal changes and she did not undergoes essure confirmation test were added. Event outcome updated for: fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.